Event description:
Info received indicates the siderail latches but when pressure is placed on it, it will not hold.

Manufacturer narrative:
The technician found the siderail end tube was damaged. He replaced the end tube to repair the stretcher.